Manufacturer narrative:
Results: dislodgement during retrieval, failure to deliver the stent, vessel morphology. Conclusions: vessel morphology, dislodgement during retrieval. (B)(4).

Event description:
The physician was attempted to advance an endeavor resolute rx drug-eluting stent to a severely calcified lesion. There were no abnormalities noted prior to use of the device. The device could not cross the lesion; on withdrawal of the stent it was noted that the stent dislodged. No clinical sequelae were reported. Evaluation summary: the distal tip was severely damaged and bunched. There were crimp impressions evident along the working length of the balloon. The stent was severely elongated and deformed. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).